Event description:
It was reported that on (B)(6) 2013, a 3.0x23mm xience v stent was successfully implanted in the left main (lm) coronary artery, a 2.5x28mm xience stent was successfully implanted in the proximal right coronary artery (rca), and a 2.5x12mm xience v stent was successfully implanted in the mid left anterior descending (lad) coronary artery. Elevated troponin was noted post procedure, without reported treatment. The patient was discharged home the following day. On (B)(6) 2014, the patient was admitted to the hospital for angina. Per angiography, there was re-stenosis of the 2.5x28mm xience v stent implanted in the proximal rca. Reportedly, the patient was compliant with the dual antiplatelet drug therapy (dapt) after the index procedure. A myocardial perfusion scan was performed which showed moderate to severe ischemia. A percutaneous intervention (pci) was performed. An unspecified, non-compliant balloon was inflated at the distal rca, resulting in balloon rupture and a dissection. A 2.75x15mm xience stent was implanted in the 2.5x28mm, re-stenosed xience v stent, covering the dissection, with good results. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Stenosis, angina and ischemia are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.